Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient complained of glare/halos and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).